Manufacturer narrative:
The instructions for use (IFU) lists arteriovenous (av) fistula as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare, but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, the device is not available for evaluation as it remains implanted in the patient. There was no allegation or indication a device malfunction contributed to this adverse event. Per the report, an extensive calcium nodule in the lvot that was displaced during tavr deployment was the suspected cause of the fistula. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the pcr lv 2018 presentation and literature article, ¿transcatheter closure of aorto-right ventricular fistula after tavr¿, a 29mm sapien 3 valve was implanted with 1cc less inflation volume and was functioning normally and well seated. Post-procedural transesophageal echocardiography (tte) showed a small continuous flow jet into the right ventricle (rv) from the coronary sinus (aorto-rv fistula) at the distal edge of the stent was observed. Initially, the patient was asymptomatic and hemodynamically stable, and was managed conservatively. However, approximately one month later, the patient was admitted with severe heart failure (nyha iii-IV). Tee revealed a worsening aorto-rv fistula. The defect which showed different contrast from left to right measured 4.5mm in diameter on CT. Two nodules of calcium were identified, one was next to the hole and seemed to be the source of the rupture. Transcatheter closure with an occlude device was performed. The fistula flow significantly decreased with only mild residual shunting. The patient¿s symptoms and hemodynamics improved dramatically and they were discharged home the next day. An extensive calcium nodule in the lvot that was displaced during tavr deployment lead to the fistula. The patient¿s native valve area was 574mm2 and was heavily calcified. Article reference: niikura, h., schwartz, j. G., lin, d., lesser, j., sorajja, p., & gössl, m. (2018). Transcatheter closure of an aorto¿right ventricular fistula after tavr. Cardiovascular intervention and therapeutics, 1-3.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.